Event description:
A report was received that the patient's ipg was non functional after a non device related surgical procedure. The patient will undergo a revision procedure wherein the ipg will be replaced and leads will be added. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. Two new leads and clik anchors were implanted per physician preference. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2158-50 serial #: (B)(4) description: linear lead with enhanced stylet, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's ipg was non functional after a non device related surgical procedure. The patient will undergo a revision procedure wherein the ipg will be replaced and leads will be added. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery.